Event description:
Addendum 08/18/2010: the patient's procedural summary showed that the patient underwent percutaneous transluminal coronary angioplasty distal to the rca/pda with a non-cordis balloon during the index procedure. Approximately two months post index procedure, the patient presented to the emergency room with cardiac chest pain and was admitted the following day. A percutaneous coronary intervention (pci) of the distal rca/pda with a des was performed on (B)(6) 2010. The rca/pda had 80% distal stenosis. The lesion was treated with a cypher stent. Post procedure stenosis was 0%. Angiography showed that the stents implanted in the lad in 2009 and the cypher implanted in (B)(6) 2010 were patent.

Manufacturer narrative:
The catalog code (cypher) represents an unknown cypher sirolimus-eluting coronary stent. The catalog and lot numbers for the actual products used in the procedure are unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00279 and 3003742446-2010-00280.

Manufacturer narrative:
Upon further review of additional information received, this complaint does not meet the criteria for medical device reporting since the event was treatment of a new lesion. Therefore, it has been deemed not reportable. No further reports will be forthcoming. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00279 and 3003742446-2010-00280.

Event description:
As reported by the (B)(4) study on (B)(6), 2010, due to acute coronary syndrome, the patient underwent the index procedure with the deployment of two drug eluting stents (des) to the proximal- mid left anterior descending artery (lad) and distal right coronary artery (rca). Approximately two months post index procedure ((B)(6) 2010), the patient presented to the emergency room with cardiac chest pain and was admitted the following day. A percutaneous coronary intervention (pci) of the distal rca with a des was performed on (B)(6) 2010. The following day, the patient was discharged home. In the investigators opinion, the cardiac chest pain was severe in intensity, but was not related to the study drug, not related to the study device, and not related to the procedure.